Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00123 thru 3003853072-2019-00132.

Event description:
It was reported that one driver fractured and nine blockers were damaged during surgery. There were no reports of patient impacts associated with this event. This is report four of 10 for this event.

Manufacturer narrative:
The returned blocker was evaluated. Visual inspection revealed that the blocker had a stripped hex as well as damage to the outer threads. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. The damage is consistent with cross-threading the blocker into the mating pedicle screw during attempted installation. It is also possible that the driver was already damaged due to over-torqueing or off-axis placement of the construct, which lead to the hex deformation.

Event description:
It was reported that one driver fractured and nine blockers were damaged during surgery. There were no reports of patient impacts associated with this event. This is report four of 10 for this event.